Event description:
We have been informed that while preparing the table, the nurse opened an eva nexus combined 25g pack and found there was no monitor cover. In addition she found a piece of hair or something similar in a separate package with the light probe. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
In regard to this complaint a photo of a hair-like fiber in the pack was received. While the photo confirms the existence of a foreign material, without the product return the manufacturing related issue cannot be confirmed. Device history review revealed no deviations and a database search showed that no similar complaints have been reported for this lot prior to this case or since. Please note that our operations are executed in a class 7 clean room environment to ensure minimum contamination and that the products are subject to 100% visual inspection before the product is released for distribution. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The number of similar incidents and associated number of devices were determined by estimating the number of packs distributed within each time period and taking the number of incidents with pack-foreignmat as failure mode as reported. Please note that the incident that is subject of this report is included in the table above.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that while preparing the table, the nurse opened an eva nexus combined 25g pack and found there was no monitor cover. In addition she found a piece of hair or something similar in a separate package with the light probe. No report of patient/user harm. No report of prolonged or delayed surgery.